Manufacturer narrative:
On 2/26/2021, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a female patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. After ablating in the right ventricular outflow tract (rvot), the patient¿s blood pressure was low. Echo ultrasound was performed, and cardiac tamponade was confirmed. Pericardiocentesis was performed and the patient was sent to intensive care unit (ICU) for observation. No extended hospitalization was required. Patient had fully recovered. Physician is unsure of cause of event. Device evaluation details: visual analysis of the returned product revealed that no damage or anomalies were observed on the smart touch sf (bidirectional) catheter. Per the event, several tests were performed. The magnetic, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30452699m number, and no internal actions related to the reported complaint condition were identified. No malfunction was observed during the product analysis. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. After ablating in the right ventricular outflow tract (rvot), the patient¿s blood pressure was low. Echo ultrasound was performed, and cardiac tamponade was confirmed. Pericardiocentesis was performed and the patient was sent to intensive care unit (ICU) for observation. No extended hospitalization was required. Patient had fully recovered. Physician is unsure of cause of event. No transseptal puncture was performed. There was no evidence of steam pop during the ablation. Flow settings were normal for stsf catheter. 8/15ml. No error messages were noted. Graph, dashboard, and vector were used to monitor force. Visitag parameters were as follows: max distance change 2mm. Min time 3 sec. Fot 25% for 3 grams. Visitags were visualized with impedance drop. 0 to 5ohms. Since the event is life threatening and required intervention to prevent permanent impairment of a body function or permanent damage to a body structure, is to be considered serious and MDR-reportable.